Event description:
It was reported that during the first office visit post op, the surgeon stated stem subsided and revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Expiration date corrected. An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that during the first office visit post op, the surgeon stated stem subsided and revised.